Event description:
It was reported that the patient had reportedly accidentally undergone a MRI scan for her back. The requesting physician had asked for a cat scan. Field strength of the MRI was 1.5t. Patient is now complaining about dizziness and static sound, though she does report that she is still able to use her implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.